Event description:
It was reported that during a device follow-up visit there was no telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a tantalum capacitor.